Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital complaining of abdominal pain. Electrical lead parameters showed a sudden drop in pacing impedance measurements from 1100 to 350 ohms, high threshold measurements and loss of capture (loc). An echocardiogram showed a possible lead perforation. A lead extraction was ordered.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The patient was transferred to another hospital and the lead was extracted. A boston scientific representative was not present at the case and no further information is available.